Manufacturer narrative:
Concomitant medical products: etlw1610c124e, stent graft, implanted: (B)(6) 2016; esbf2814c103e, stent graft, implanted: (B)(6) 2016; etlw1610c124e, stent graft ,implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead exhibited high thresholds, a diminished p-wave and non-capture. The ra lead has been reprogrammed and a lead revision is being scheduled. No patient complications have been reported as a result of this event.